Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Device has not been returned to manufacturer. However, log files show tf 241 - "temperature of blower high" being active recently (6 times), and no active battery failure alarms.

Event description:
The customer reported battery failure with bellavista 1000. However, logs reveal active temperature alarm instead. There is no patient involvement with the event.